Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence due to a suspected fluid leak associated with a cuff connection issue, resulting in partial device function. A revision surgery was scheduled. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100720092. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400025. Serial number: n/a. Batch/lot number: 1100032388. Model/catalog description: balloon fgs 71-80 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary incontinence, mechanical issue, disconnection and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.